Event description:
It was reported to adac that when printing/viewing coordinate shifts to be given to simulation tech, for a pt scanned feet first, the shifts are reversed, (i.e., left should be right and in should be out. The issue occurred with data transferred from a ge advantage CT sim. No injuries were reported as a result of this issue.